Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer reset the pump and loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 'high' (specific bg value was not provided); cause was unknown. A manual injection and bolus via the pump were delivered to address bg.